Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with a connected non-baxter needle. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed. During and after fill, no signs of a leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the junction of its luer lock and an unknown huber needle. This occurred five hours into patient infusion of an unknown drug and resulted in therapy being prematurely aborted. It is unknown whether a filter was used during filling or whether the bladder was damaged. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.